Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -7.0/+3.5/127 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
The lens was returned dry, in lens case/vial. Visual inspection found the lens haptic torn/broken/bent/deformed. Patient had keratoconus and per dfu for this lens model, this lens model is contraindicated for patients with keratoconus. Corrected data: (B)(4).